Manufacturer narrative:
Block b3: exact date unknown, event occurred around a month after implant. Block d6b: explant date: around a month after implant. Additional suspect medical device components involved in the event: product family: scs-paddle leads upn: m365sc8336700. Model: sc-8336-70. Serial: (B)(6). Batch: 7071622. Product family: scs-lead fixation. Upn: m365sc43180. Model: sc-4318. Batch: 26689986.

Event description:
It was reported that the patient developed staphylococcal infection. The patient underwent an explant procedure and reportedly doing well. All explanted device components were discarded by the facility. No further information could be obtained despite good faith efforts.